Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a sodium value of 141.5 mmol/l. The sample was repeated on a second analyzer, resulting with a value of 156.1 mmol/l. The lot number and expiration date of the sodium electrode was requested, but not provided.